Manufacturer narrative:
At this time the exact cause and date of the reported death cannot be confirmed. Multiple follow up attempts were performed to gather the patient's medical records such as death certificate, procedural report, echo imaging reports, and patient's medical history reports. However, no information has been provided yet. The investigation is in process.

Manufacturer narrative:
According to the patient's medical records, he had a sapien valve implanted transfemorally with final aortic regurgitation noted to be trace. No complications were reported during the procedure. In the or he was noted to have high pulmonary artery pressures; he became hypoxic upon extubation and was brought to the cvicu on bipap. An echo done the next day showed no ai or pvl, no pericardial effusion and lvef of 65-70%. His postop course was complicated by acute-on-chronic renal failure, pneumonia with septic shock and bilateral pleural effusions requiring drainage, respiratory failure, encephalopathy due to multiple anoxic and metabolic complications with delirium, and subacute l basal ganglia and caudate cerebrovascular accident (cva) identified on CT after the patient became obtunded. Although he slowly improved medically during his 17 day hospital course, he continued to be disoriented and very confused and, as the patient's wife believed he would not want to continue in that state, he was given dnr status; his medications were streamlined and his blood transfusions and epo were discontinued. He was discharged to hospice care and expired 3 days later. The patient's death appears to be related to his advanced age ((B)(6)) and multi-organ failure, rather than a failure of the sapien valve; in addition, there is no allegation of valve malfunction. Per the instructions for use (IFU), for the edwards sapien valve, cva is a well known complication associated with the transcatheter heart valve procedure. Major risk factors for cva and stroke include htn, atrial fibrillation, and diabetes, family history of stroke, high cholesterol, increasing age, and race. Events of stroke following tavr have been investigated and documented in a technical summary. The clinical technical summary states cva after tavr is associated with patient baseline conditions and procedural factors. Although strokes during tavr are undoubtedly multifactorial, the dominant etiology is likely intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. In many cases, the root cause of the event is unable to be determined. In this case, the exact cause of the cva cannot be determined; however, it can be concluded that in addition to the procedure itself, the patient's increased age and complex medical history could have caused or contributed to the cva. Since there is no allegation of device malfunction or labeling issues, no further investigational activities can be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Should additional information be received, this case will be reopened and investigated.

Event description:
As reported to the implant patient registry (ipr) three weeks post transcatheter sapien valve implantation, the patient expired.